Manufacturer narrative:
As a side note, it was mentioned in the ufr that the device was restarted after the event which was successfully possible and that a pre-use check was passed without deviations. This can be the reason why the user facility did not involve the local dräger s&s organization into any follow-up measures and was not able to provide additional details upon request. A case-specific evaluation cannot be done due to missing log file or other relevant details. In fact, it is not possible to bring all reported aspects (stop of ventilation, no alarm, unresponsive user interface, successful reboot afterwards) together to a clear picture. A complete shut-down (loss of energy) can be excluded as an explanation since it is always accompanied by an acoustical alarm, and the user would certainly not describe a black display as "unresponsive touch screen"; it is further unlikely that the underlying error condition can be removed by rebooting the device. An unresponsive touch screen will not trigger an alarm but will not have an influence on the ventilation performance while a stop of ventilation will always be announced by a corresponding alarm. Further conclusions cannot be derived from the ufr, the root cause for the reported observation cannot be found. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the users became aware from an alarm issued by the patient monitoring system that the ventilator was not working. As per report, the user interface of the device was found unresponsive and thus, it was decided to connect the patient to another device instead. It was stated that ther event did not lead to consequences for the patient.